Event description:
Patient died during a cryoablation of the prostate. Autopsy revealed a gas (argon) embolism in the heart. One of the closed system cryotherapy probes leaked argon gas in sufficient quantity to obstruct visualization with the rectal sonography probe and presumably force argon into the vascular tree via the prostate. Dates of use: 2008. Diagnosis or reason for use: cryoablation of prostate ca. Event abated after use stopped: no.